Event description:
The hospital's cardio-respiratory services mgr who reported the incident to cardiac science said one of their ECG machines had a "circuit board fire." The hospital's clinical engineer dismantled the machine and found there were 2 surface mount components close to the power inlet that were charred. There was no pt injury.

Manufacturer narrative:
The hospital's clinical engineer found that there were 2 surface mount components that were charred and a picture of the board with the damaged components was sent to cardiac science. These components meet iec 60601 requirements and may have caused smoke when they failed, but would not have caused a fire. The failure resulted in the inability of the device to meet its essential function, but there was no hazard to the pt. At the present time, the facility does not intend to return the device or board to cardiac science for eval.